Event description:
It was reported that the customer was hospitalized due to high blood glucose levels (500 mg/dl). During system check customer noticed the luer lock was not connected properly. Customer was treated with intravenous fluids and an insulin drip while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.